Manufacturer narrative:
The actual device was not returned to the manufacturer for physical evaluation. A serial number was not provided to allow for device history review, however a cycler is not released unless the labeling, material, and process controls were within specification. A temporal relationship exists between ccpd therapy with the liberty cycler and the reported ventral (unknown if abdominal or umbilical) hernia repair, removal of pd catheter (not a fresenius product) and the physician decision to discontinue ccpd therapy and transition the patient post operatively to in-center hd therapy temporarily. Increased intra-abdominal pressure due to the dialysate can create or exacerbate pre-existing weakness in the supporting abdominal wall structures. There are no allegations against the liberty cycler or any fresenius products.

Event description:
A peritoneal dialysis registered nurse (pdrn) reported who that the patient underwent a laparoscopic surgery to repair a ventral hernia on (B)(6) 2017. The pdrn stated the information is unknown as to the type of ventral hernia (i.e., incisional, epigastric, or abdominal hernia). The pdrn reported that the patient experienced pain after the laparoscopic surgery to treat the ventral hernia. The pain was related to the ventral hernia surgery. The peritoneal dialysis (pd) catheter was removed, since the catheter was wrapped around the patient's ventral hernia. The pd catheter was also removed in order to repair the ventral hernia. The patient has not continued pd treatments, since pd catheter was removed. The patient has continued hd (hemodialysis) treatments, in place of the pd treatments. The pdrn confirmed that the patient's ventral hernia was pre-existing and not related to the pd treatment. No additional adverse events were reported, the patient is fine. No additional complications were reported.